Event description:
Pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.